Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was also completed and found no non conformances. During the investigation the pump was found to be alarming visually, but not audibly. The speaker wires inside the pump were found to be disconnected. A review of the pump log also found that the pump never alarmed "dose done" because the pump was paused and then shut off before the dose actually completed. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was not alarming when the dose was done. The initial reporter also stated that this was discovered during testing and had no patient impact. (B)(4).